Manufacturer narrative:
The technician replaced the rocker arm and the brake steer connecting rod to resolve the issue.

Event description:
The account alleged the head end brake casters are not holding when the brake steer pedal is in brake mode. No patient impact.